Event description:
A event was received regarding a tego® connector in which it was reported that they had difficulty maintaining blood flow at onset of treatment, and the patient developed an infection. Following troubleshooting found no further issue with blood flow once tego cap removed from catheter. New tego placed on catheter at end of treatment. Home hemo patient receiving treatments at the dialysis facility. There was no medication administered, only hemodialysis treatment. It was infused via central line catheter. IV antibiotics administered after blood cultures obtained. Patient hospitalized on (B)(6) 2025 for cardiac workup to rule out endocarditis patient received 6 weeks of IV antibiotics and has now recovered. No defect observed on tego. Catheter replaced. The patient received full hemodialysis treatment once the tego connector was removed. Bacteremia resolved following course of IV antibiotics. There was no delay in treatment.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
Corrected information can be found in b6 - relevant test/laboratory data, e3 - initial reporter occupation, h6 health effect - impact codes, h6 component codes, h7 and h9.

Manufacturer narrative:
D9: date returned to MFR: 2/27/2026. Sixteen (16) brand-new tego¿ connectors, appx 0.05 ml. Lot#: 14226013 were returned for evaluation. As received, no damage or anomalies were observed. No mating device was returned for evaluation. The whole 15 samples met the product specification after been tested. The complaint was not able to be replicated. Based on the lot number, this was already included in a CAPA scope. The complaint can be confirmed. The probable cause is due to an inconsistent amount of silicon lubricant on the tego seal and adhesive not being applied consistently at the specified points on the housing according to procedure. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized the device history review (DHR) was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.